Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was reported that the site does not want the part replaced or analyzed at this time. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that the navigation system arm was worn and moving when fully tightened down. The site wanted to keep the damage instrument and did not want to send the arm in for analysis. There was no patient present when this issue was identified.